Event description:
It was reported that the user experienced sustained hyperglycemia for several hours with a cgm reading ¿high¿ after a supply change using a contact detach infusion set, without access to a glucometer or backup therapy, and no ketone testing; a later follow-up established the user had missed a breakfast meal announcement, and the ilet subsequently returned glucose to range without manual injections or supply changes. Symptoms included hyperglycemia without acute complications. Outcomes included no hospitalization, no medical intervention, and no assistance required. Investigation included agent-guided checks confirming no leakage at the connector, anchor, or infusion site, that tubing was filled, and that ilet was not suspended, followed by user education and follow-up. Investigation of this case revealed no device malfunction and identified user error due to a missed meal announcement as the cause of the elevated glucose. It was concluded, based on previously established findings for similar reports, that the cause was user error related to missed meal announcement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.